Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire at the wrist of a tenaculum forceps instrument was sticking out and it stopped working. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said he was the process analyst and confirmed that a fragment fell on the patient and was immediately retrieved. The customer completed the procedure robotically with a backup instrument. The initial reporter provided no further information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the tenaculum forceps instrument to perform failure analysis (fa). The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. Additional observations related to customer reported complaint: the instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The instrument was found to have a cracked clamping pulley at the proximal end. Improper cleaning during reprocessing most commonly causes this failure. A review of the site's complaint history did show records with patient identifiers (B)(6) as related complaints (all instruments were used in the same procedure with the same allegation). It was unknown which of the three instruments was the one with that had a fragment fall into the patient.